Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.